Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. Upon evaluation of the returned device no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 1.4, while wearing the pod between 36 and 48 hours on the leg. Corrections were administered using the pod but the bg levels did not decrease. The patient's mother noticed that the cannula had dislodged from the infusion site upon removal. A manual insulin injection was administered to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
New information provided on (B)(6) 2019 - the patient was hospitalized due to high glucose bg levels, high ketones, fatigue and dehydration. At the hospital, he was placed on an intravenous therapy (IV) of fluids and a new pod was applied to administered additional insulin. The product was returned and is pending the completion of the investigation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.